Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed but not duplicated during product evaluation. No assignable cause could be provided for this condition. As a precaution, the pump head module was replaced. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.